Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified coronary artery. After pre-dilation was performed using a 2.0mmx12mm non-bsc balloon catheter, a 2.25x20mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal stent struts were damaged. The procedure was completed with a different device. No complications were reported and the patient's status was fine.